Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported in both cases, the respective stent could not be deployed over a longer distance, so that it was considered it too risky to fully deploy it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: as found condition: the pipeline vantage was returned within the phenom 27 catheter; inside of a sealed bio-hazard bag and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid were found fully opened and frayed. No bend was found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, advanced resheathing mechanism or with the proximal bumper. No damage was found with the catheter. No other anomalies were observed. Testing/analysis: the pipeline vantage was pushed out from the catheter lumen with no issues. Conclusion: based on the returned device, the pipeline vantage was not confirmed to have "failure to open at the proximal end" issue. The root cause could not be determined as the distal and proximal ends of braid were fully opened and frayed. The damage to the ends of the braid is likely the results of the physician re-sheathing the device more than recommended two times. Possible causes for failure to open include vessel tortuosity and damaged braid. There was no non-conformance to specifications identified that led to the failure to open issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis #(B)(4). :¿ equipment used: video inspection system ((B)(4)), ruler ((B)(4)), camera (panasonic lumix dmc-zs5) ¿ drawing(s) referenced: n/a ¿ as found condition: the pipeline vantage was returned within the phenom 27 catheter; inside of a sealed bio-hazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid were found fully opened and frayed. No bend was found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, advanced resheathing mechanism or with the proximal bumper. The catheter tip, marker band and body were examined; no damages were found. No flash or voids molded were observed in the hub. No other anomalies were observed. ¿ testing/analysis: the pipeline vantage was pushed out from the catheter lumen with no issues. The catheter total length was measured to be ~158.2cm. The usable length was measured to be ~152.0cm. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter hub. The mandrel successfully passed through the catheter hub, lumen and tip with no issues. ¿ conclusion: based on the returned device, the pipeline vantage was not confirmed to have "failure to open at the proximal end" issue. The root cause could not be determined as the distal and proximal ends of braid were fully opened and frayed. The damage to the ends of the braid is likely the results of the physician re-sheathing the device more than recommended two times. Possible causes for failure to open include vessel tortuosity and damaged braid. There was no non-conformance to specifications identified that led to the failure to open issue. In addition, no damages or issues were found with the returned catheter. Ls 2022-04-21 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported in both cases, the respective stent could not be deployed over a longer distance, so that it was considered it too risky to fully deploy it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two ped3 vantage pipeline devices failed to open in the proximal section. The vantage didn´t open in the sharp curve beyond the an. He tried many manipulations (several resheating, push and pull), but than decided to remove everything and to restart with another vantage. But exactly at the same position, the flow diverter didn´t open. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was not stuck in the capture coil. They were able to coil the aneurysm without any additional product. The patient was being treated for a saccular aneurysm in the sidewall if the internal carotid artery. The maximum diameter was 8mm, dome height, 7mm, dome width 8mm, neck size 4.5mm. Parent artery diameter distal to aneurysm was 2.9mm and proximal to aneurysm was 4mm. It was indicated the devices were prepared according to the instructions for use (IFU).  Ancillary devices: unknown sheath, navien guide catheter, phenom-27 microcatheter, unknown guidewire, microvention coils.